Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. The ticket trending review did not identify an increase in complaint activity. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect cc calcium reagent lot 88817un24 was identified.

Event description:
The customer observed falsely low calcium results generated from architect c16000. The initial test results of two samples were less than the critical value of 1.75mmol/l, and the retest results were within the normal range. The customer provided the following data: customer reference range is 2.10-2.80 mmol/l. Sample 1 was initially measured at 1.48 mmol/l, and the retest was 2.38mmol/l. Sample 2 was initially measured at 1.38mmol/l, and the retest was 2.33mmol/l. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely low calcium results generated from architect c16000. The initial test results of two samples were less than the critical value of 1.75mmol/l, and the retest results were within the normal range. The customer provided the following data: customer reference range is 2.10-2.80 mmol/l. Sample 1 was initially measured at 1.48 mmol/l, and the retest was 2.38mmol/l. Sample 2 was initially measured at 1.38mmol/l, and the retest was 2.33mmol/l. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.